Event description:
It was reported that the user stopped using the ilet pump due to the pump battery not holding a charge longer than about 12 hours from initial use, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and internal engineering logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component, while engineering logs did not indicate a current cause for alarm regarding depletion rate. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.